Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse. System operates as intended.

Event description:
Customer reported the system failed to complete boot up and displayed an error message. No patient injury was reported.